Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the purpose of this study was to compare the clinical efficacy of the telfa amd with the bactigras, the standard treatment for skin graft donor sites in the management of donor-site wounds. During the study, a case of pseudomonas aeruginosa infection, a bacterium which is of especial concern in patients with burns, was found in a patient treated with the bactigras dressing.